Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no problems were noted with the device. Upon functional testing, it was noted that the device functioned as required. No problem found.

Event description:
It was reported on 01/18/2023 by a arthrex employee via sems that an ar-6410 main pump tubing pressure was not detected correctly and the flow rate suddenly increased. The message "pressure error" was displayed. The doctor switched to a pump from another company and the procedure was completed. Case involvement, no patient effect.